Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, spinal pain and radiculopathy. It was reported the ins was unable to recharge. It was also reported the patient had lower back pain with left lower extremity radiation. Over the past year, the stimulation system has helped with the back pain but not the left lower extremity pain. A clinical diagnosis of stim dysfunction was reported. Device interrogation on (B)(6) 2016 also indicated spinal cord stimulator (scs) dysfunction. The patient was scheduled to have a revision to replace the ins in the left buttock and the lead with a paddle. The event was related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Upon further review, corrected aware date to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the patient was seen by a different doctor while the patient's doctor was out. He said that in his note, according to the patient, the stim was working well for the back pain but was not covering her leg pain. In his plan, he stated that he was scheduling the patient for an implant of a new paddle lead but this never happened. The patient never reported back to the clinic. No phone calls were documented and the patient never scheduled the surgery. Regarding the recharging issues and clarification of the pain coverage for the back and leg, it was mentioned that there were no issues with it not recharging. The note said the stim had overall worked well for covering the back pain over the last year but had not helped with the leg pain. It was not observed anywhere where it stated that the patient initially had relief and then the pain got worse.